Manufacturer narrative:
Taper I. Medwatch sent to FDA on: 07/08/2011. Allergan has received the product, however, the device has not been identified nor has the analysis been completed at this time. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper I. Allergan has received the product, however, the analysis has not been completed at this time. See related medwatch report # 2028368-2002-00177. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."

Event description:
A physician reported a leak of the port. The access port was removed and replaced.